Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level identified as "incompatible with life" by a healthcare provider; bg value was not known, and diabetic ketoacidosis. Cause was not known. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with manual injections. Customer was discharged 6 days later with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.